Manufacturer narrative:
(B)(4). Investigation summary: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends investigation conclusion: the DHR was reviewed for the batch number 9245639 and there was no reported complaint or qn raised on the same. There are no sample but three photographs received by bd (B)(4), along with the complaint for investigation of the reported defect. The defect is confirmed. Root cause description: the probable root cause of the defect could be from the machine station that create a crack on the barrel while loading- we are making process to change bush of barrel loading bracket during pm- 30/august/2020 and to reduce jerk from barrel marking to assembly index by 15/september 2020 rationale: based on this, a CAPA is not needed at this time.

Event description:
It was reported that 3 discarditii 5ml with 23x1 were broken, but still operable. The following information was provided by the initial reporter: "when phlebotomist opened the pack of bd discardit ii 5ml23g syringe for drawing blood, he found that barrel of that syringe was cracked."